Event description:
It was reported by the customer that bd pyxis¿ es server patients were showing up in pyxis, but the orders have been discontinued, and nurses were unable to remove any medications for patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that patients were showing up in pyxis, but the orders have been discontinued, and nurses were unable to remove any medications for patient. A technical support specialist found all the orders for the patient were showing as discontinued. Dialed in the server and opened sql server management studio. Executed a query to check the messages received for the patient's visit ID. Observed that a discharge message was discharge and cancel discharge. The customer asked if we could change the status of the orders and informed them that new orders were required to send to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.